Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow up MDR.

Event description:
False negative result. Doesn't work - two negative tests followed by a visit to urgent care where I tested positive for flu a. Save your money.